Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: technical support specialist (tss) instructed the customer to adjust the ff to 1.12 in order to get the retention time within specifications. On (B)(6) 2018, during a follow-up call, the customer confirmed that after adjusting the ff, the rt is running within the acceptable range, also quality control run completed successfully. The g8 instrument is functioning as intended. No further action required. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02dec2017 through 02jan2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The g8 variant analysis mode training manual under section 10 - programming analyzer flags, states the following: code 35. This flag can be programmed to alert the operator that the sa1c retention time has differed significantly from the ideal retention time of 0.59. The fact that this flag is printed on the chromatogram does not mean that it is not reportable. The g8 variant analysis mode training manual under section 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The most probable cause of the reported issue was due to an aging column required a flow factor adjustment.

Event description:
On (B)(6) 2018, customer reported seeing fast retention time (rt) of 0.62minutes (acceptable range is 0.57 to 0.61 minutes) which triggered flag code 35 "retention time (rt) for sa1c peak" on the g8 instrument. Customer reported that the flow factor (ff) was 1.09, column count (cc) was at 1564 and filter count (fc) was 114. It is not known whether hemoglobin a1c results were different before and after the retention time adjustment, reporting as potential discrepant result. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. "A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02dec2016 through 02jan2018. There were no similar complaints identified during the search period."